Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscanto¿ ii that there was carryover issues. The following information was provided by the initial reporter: it was reported by the customer that there are carry over issues. Carry over issues. Issue was temporarily resolved in previous case. Unknown if patient samples have been affected. Customer has been in contact with fse who is planning on coming onsite.

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported complaint regarding the instrument producing carryover between sample tests. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ complaint trend: there are 4 complaints related to this issue of carryover between sample tests; date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the carryover was due to a worn flowcell and valves. The customer had initially reported that the instrument was exhibiting carryover between sample tests. The issue was temporarily fixed after the customer performed a long clean, but when it returned an fse (field service engineer) was sent onsite to address the issue. The fse confirmed the issue and replaced the flowcell, 8-valve manifold, and pinch valves v8, v19, and v20. After this repair, the fse ran a baseline test and 7 color setup. No parts were requested for evaluation as the root cause of the issue was identified, and the instrument was performing as expected. Although carryover poses the risk of erroneous results and subsequent misdiagnosis when used with patient samples, the customer confirmed that the erroneous results were not used and the customer was not affected in any way. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2012 defective part number: 64003109 - assy flowcell facscanto ii serv repaired 642137 - assembly canto ii 8-valve manifold 336503 - valve 2-way pinch 15psi 12vdc/.23a 336504 - two way pinch valve assembly nc work order notes: o subject / reported: carry over issues o problem description: carry over issues. Issue was temporarily resolved in case 01818455. Unknown if patient samples have been affected. Customer has been in contact with fse gilberto who is planning on coming onsite o work performed: replaced the flowcell, 8-valve manifold and pinch valves v8, v19 & v20 to correct carryover issue. Ran baseline & 7 color setup. O cause: bad flowcell and valves o solution: replaced the flowcell, 8-valve manifold and pinch valves v8, v19 & v20 to correct carryover issue. Ran baseline & 7 color setup. ¿ returned sample evaluation: a return sample was not requested for a returned sample analysis as the root cause of the issue was confirmed to be due to the flowcell and v8, v19, and v20 valves per the servicemax entry. ¿ risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The residual rpn has been calculated to be 25, which is within the ¿acceptable¿ range of risk acceptability. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o item: 22. Flowcell o function: 22.5 keep sheath fluid clean, free of sample o potential failure mode: 22.5.1 sample enters sheath stream o potential effects of failure: 22.5.1.1 performance compromised o residual severity: 5 o residual occurrence: 1 o residual detection: 5 o residual rpn: 25 ¿ root cause: based on the investigation results the root cause of the carryover was due to a worn flowcell and valves. ¿ conclusion: based on the investigation results the root cause of the carryover was due to a worn flowcell and valves. The fse that went onsite to assess the issue was able to confirm the occurrence of carryover. The fse identified that the flowcell, 8-valve manifold and pinch valves v8, v19, and v20 were contributing to the issue and replaced these parts. After the repairs and running a baseline and 7 color setup, the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facscanto¿ ii that there was carryover issues. The following information was provided by the initial reporter: it was reported by the customer that there are carry over issues. Carry over issues. Issue was temporarily resolved in previous case. Unknown if patient samples have been affected. Customer has been in contact with fse who is planning on coming onsite.